Event description:
The reporter stated that her father had gotten the er1 message when the meter was turned on and no strip had been inserted. She said that he had turned the meter off and back on and was able to proceed with testing. She stated that her father did not recall getting the er1 message as a result of a test.